Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a faulty battery. No patient involvement reported.

Manufacturer narrative:
The field service engineer replaced the battery to resolve this issue.